Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination show there was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely calcified and moderately tortuous mid left anterior descending artery. The nc quantum apex mr 15mm x 2.50mm balloon was being used for pre-dilatation. On the fourth inflation the balloon ruptured at twenty atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a severely calcified and moderately tortuous mid left anterior descending artery. The nc quantum apex mr 15mm x 2.50mm balloon was being used for pre-dilatation. On the fourth inflation the balloon ruptured at twenty atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.